Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received in good condition, no physical damage was found on the pump. Performed functional check. Delivery & occlusion test executed: flow rate 46,19ml/h, dso trip point 1,76 bar / test failed. The complaint could not be duplicated. There was no air alarm. It was unknown what caused the problem. No further action will be taken. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a constant air alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.